Event description:
It was reported that, during a hip arthroscopy, the multivac 50 xl wand lost a metal bead inside the patient, which was then removed. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found a related failure; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wand shows a detached electrode with contamination on the screen, and a evidence of moderate erosion on the screen. The device was plugged into a known good controller, which revealed that the ablate and coagulate functions of the device performed as intended. Suction performed as intended. The complaint was verified as the device indicates a missing electrode. The root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) extensive activation of the device (2) settings used during activation (3) mechanical displacement of tissue (4) using the device as a lever. There are no indications to suggest the device did not meet product specifications upon release into distribution.